Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on friday night, the patient was experiencing shocks going down the left leg. Saturday morning, the patient had more shocks. Patient also has tingling in the left hip area and tenderness where the implant is. Patient states they are side sleeper and cannot sleep any other way. Patient has not had any other shocks since saturday morning. Patient mentioned increasing setting by a tenth about a month ago. Caller states they have been moving and unpacking boxes; it is unknown if issue is related to implant. Pss reviewed ins setting considerations and redirected to their healthcare provider to further address the issue.